Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call radio frequency pic failed self-test and failed battery test. Customer's blood glucose level was as high as 400 mg/dl. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised they were washing dishes and the insulin pump alarmed. Troubleshooting for failed battery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no a64 alarm noted and no unexpected failed battery test alarms occurred during our testing. The insulin pump had normal operating currents and passed self test. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.